Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose. However, the exact value was not provided. Reportedly, the infusion set was changed and insulin delivery was resumed. Customer declined to provide additional information regarding the event.